Manufacturer narrative:
The manufacturer previously reported information alleging burning occurred on an everflo device. The device was not in use on a patient at the time of the occurrence. The everflo device was returned to the third party service center for evaluation, and the customer complaint was confirmed. During the evaluation it was noted that the devices the power cable and the rear cover of the device was burned. The springs are rusty. The manifold is broken. The capacitor was discharged. The flowmeter and the front cabinet are cracked. The pca o2 sensor is defective. The sieves are clogged. Additionally, during the service of the device, the inlet filter requires replacement for preventative maintenance unrelated to the reportable malfunction/issue. The third-party service center stated the device will be forwarded to the manufacturer product investigation laboratory (pil) and investigated further. If additional evaluation information becomes available a follow up report will be sent.

Event description:
The manufacturer received information alleging burning occurred on an everflo device. The device was not in use on a patient at the time of the occurrence. The everflo device was returned to the third party service center for evaluation, and the customer complaint was confirmed. During the evaluation it was noted that the devices the power cable and the rear cover of the device was burned. The springs are rusty. The manifold is broken. The capacitor was discharged. The flowmeter and the front cabinet are cracked. The pca o2 sensor is defective. The sieves are clogged. In conclusion, the device's (component) (was /needs) replaced to address the issue. The root cause is not confirmed at this time. Additionally, during the service of the device, the inlet filter requires replacement for preventative maintenance unrelated to the reportable malfunction/issue. The third-party service center stated the device will be forwarded to the manufacturer product investigation laboratory (pil) and investigated further. If additional evaluation information becomes available a follow up report will be sent.